Manufacturer narrative:
Unit had blank flashing white liquid crystal display due to cracked liquid crystal display controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white liquid crystal display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that screen display was broken and only showed a partial screen. No further information was reported blood glucose unknown. The device will be returned for analysis.